Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 11 years due to prosthetic valve degeneration with aoritc insufficiency (ai). Per the patient's medical records, echocardiogram confirmed the presence of lvh, intact ventricular function and significant ai through the previously placed bioprosthetic vlave. The valve appeared to be relatively normal during explantation. Although, there was obvious lack of adequate leaflet coaptation. The explanted device was replaced with a 23 mm carpentier-edwards perimount theon pericardial bioprosthesis. A transesophageal echocardiogram was performed in the or demonstrated intact ventricular function and a normally functioning bioprosthetic valve. The surgeon was pleased with the patient's postop progress and discharged him home.

Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. In this case, there was inadequate leaflet coaptation reported. Although the root cause of this event cannot be confirmed without the explanted valve, it appears that the patient's regurgitation/insufficiency was likely caused by the leaflets not coapting. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards¿ valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. No further actions are possible with the available information.